Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant devices - vanguard interlok cruciate retaining femoral component 62.5mm right catalog #: 183006 lot #: 183006, biomet 360 tibial tray 75mm with locking bar & screw catalog #: 185204 lot #: 511410, biomet splined knee stem v2 14mm x 80mm with screw catalog #: 148304 lot #: 116310, series a standard patella 34mm 3 peg catalog #: 184766 lot #: 418150, vanguard anterior stabilized tibial bearing 16mm x 75mm catalog #: 189086 lot #: 048620. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-02857, 0001825034-2021-02858, 0001825034-2021-02859. Investigation incomplete.

Event description:
It was reported that the patient presented with increased pain approximately two (2) years following right knee arthroplasty. Since then, the patient has additionally reported instability, severe peroneal neuropathy, difficulty bending the knee and tenderness of the knee and was subsequently treated with corticosteroid injections approximately five (5) years post-operatively. The patient has requested a revision of the knee, however, the surgeon is hesitant to perform due to limited options should any further complications occur. Attempts have been made, however, no additional information is available at this time.